Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient couldn't figure out why they had been in so much pain and had been up all night long- they took a pain pill the night before last and couldn't get out of pain. The patient then realized their stimulator was off and the battery died which explained the severity of the pain in their legs and back because it normally helped them a lot. They hadn't seen the eos message and hadn't even checked but they knew the battery was dead because whenever they pulled their legs up or arches they felt stimulation sensation go up instantly but they were no longer feeling that sensation. No further complications reported.